Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there were partially dimmed front panel light-emitting diode (leds), leakage from the secondary pipe due to a defective electric proportional valve, and a defective primary pressure reducing valve. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had partially dimmed front panel light-emitting diode (leds), leakage from the secondary pipe, a defective electric proportional valve, and a defective primary pressure reducing valve. There were no reports of patient involvement.